Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. There was no adverse impact to blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.